Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. (B)(4).

Event description:
During a revision procedure, the physician was unable to screw the right ventricular (rv) lead into the header of the device. A new rv lead was going to be used, but the physician decided to change out the device and use the original lead. No patient complications have been reported as a result of this event.